Manufacturer narrative:
This report is submitted on september 26, 2017, (B)(4).

Event description:
Per the clinic, the patient experienced poor performance with device resulting in non-use and subsequently on (B)(6) 2017 the patient's internal magnet was explanted.